Event description:
It was reported that the health care provider (hcp) spoke with the patient and was told the device had not worked for several years and the implantable neurostimulator (ins) was currently off. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-28, lot # v014978, implanted: (B)(6) 2007, product type lead. (B)(4).